Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set leaked. This event was observed during fill one of five while the patient was connected. The caregiver stated they noticed a pinhole leak in the line during fill 1. The technical service representative advised that the patient would need to start over with new supplies. There was no damage to the packaging, nor were sharp objects used to open the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that there was a pinhole noted in the extension set tubing during the fill cycle. A hole in the tubing is a known cause of the reported issue. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.